Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the review investigation of olympus medical systems corp. (Omsc) based on olympus europe se & co. Kg (oekg) report, it was found the reportable malfunction which the error, e311 indicates the white balance has not been set has been displayed at the evaluation of oekg. Since the subject device was not returned to omsc, it could not be actual investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of oekg and the review investigation, omsc surmised there was the possibility those phenomena of the subject device were attributed to following each cause; -the image of the subject device was flickered it might has occurred due to the failure of the camera cable due to unexpected stress by the user handling. -the error e311 occurred the error e311 occurs when the white balance cannot be adjusted. It might has occurred because image noise occurred and then the white balance could not be adjusted successfully. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was flickered and was found the camera cable contact failure of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked and tested the subject device. The image of the subject device was not displayed with flickering and the vertical lines when the subject device was connected to the processor. There was no report of patient injury associated with this event.